Event description:
A male patient contacted lifecor customer support to report that when he placed his batteries into the monitor the monitor would show that the batteries had no charge. When he placed them back into the charger the "battery fault" led would illuminate. Support sent the patient two replacement battery packs and a replacement battery charger. In 2007, patient contacted support to report that another battery would not boot the device and showed a "battery fault" led on the charger. Support sent the patient a replacement battery pack. On two days later, patient reported that another battery pack would not boot the device. Support sent the patient two replacement battery packs. On three days later, patient contacted support again to report that another battery pack would no power up the monitor. Support replaced the battery pack.

Manufacturer narrative:
Device manufacture date: battery charger - 11/2006, battery pack - 12/2006, battery pack -1/2006, battery pack -12/2006, battery pack -12/2004. Device evaluation of battery charger and the four battery packs have been completed. The reported problem was confirmed. The four battery packs were tested and found to have defective cells and u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. The batteries were repaired, retested and restocked. Battery charger was found to be functionally normal. It was restocked. No adverse event resulted from the faulty battery packs. The patient received a replacement battery packs.